Event description:
Information was received from a device manufacturer representative (rep) regarding a patient who was receiving 8 mg/ml morphine at an unknown dose via an implantable pump for spinal pain. It was reported that on (B)(6) 2016, a motor stall occurred at 15:47. The stall recovered on (B)(6) 2016 at 07:43. It was noted that the patient recently had an MRI not due to a suspected problem with the device or therapy on (B)(6) 2016. It was noted that the last time the pump was updated was (B)(6) 2016. The patient was asymptomatic. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a device manufacturer representative (rep) and healthcare provider (hcp). It was unknown what troubleshooting was performed, unknown what actions or interventions were taken, and the cause was also unknown. The pump was removed as it was suspected that it was causing bacterial meningitis (vre, pseudomonas). The patient was noted to be the initial reporter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.